Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fracture occurred. It was reported that a blazer ii xp was selected for a procedure. However while advancing catheter fracture occurred without resistance. The procedure was completed with another device. No consequences for the patient.

Manufacturer narrative:
Result codes, conclusion codes, device evaluated by MFR, device evaluated by MFR: updated. Device evaluated by MFR: visual inspection showed that the device has two kinks at the distal section approximately at 1.5 cm and 9.5 cm from the distal tip while in the neutral position. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device failed the dimensional test bent center support was observed under x-ray in the same location of the kinks at the distal section. Distal end was dissected and was confirmed bent center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that a fracture occurred it was reported that a blazer ii xp was selected for a procedure. However while advancing catheter fracture occurred without resistance. The procedure was completed with another device. No consequences for the patient.